Event description:
The lay user/patient contacted lifescan (lfs) in 2007 and alleged that his meter (patient did not have the meter anymore and therefore, could state which one touch meter he had) was reading inaccurately high. Approx. 15 days prior to his call to lfs, the patient had obtained results of 400 mg/dl and 360 mg/dl on the reported meter. He was experiencing symptoms of weakness, blurry vision, and cold sweat at the time of concern. He went to the emergency room, where his blood glucose result on the ER meter was 56 mg/dl. He was treated with IV glucose. There is no further information regarding the hospital visit. At the time of troubleshooting, it was verified that the meter was set in the right unit of measurement (mg/dl). This complaint is reported because the patient obtained high results on the reported meter at the time he was experiencing symptoms and was later treated for hypoglycemia (IV glucose) at the emergency room where her blood glucose level was 56 mg/dl.